Event description:
Caller reports customer got a reading of hi (>600 mg/dl) and thought it meant a low reading so withheld insulin while using the active system. Caller stated all readings were in the 400 - 500's mg/dl and there were several hi's. Caller states customer was drinking many sugary soft drinks and juices because he thought the readings were low. Caller states customer's parents thought that the readings being received were low readings and were withholding insulin. Caller states customer was experiencing high blood glucose symptoms. Caller states customer is hospitalized with dka and when he arrived at the hospital he tested at over 1200 mg/dl. No control information was provided. A request was made for return of the suspect product and a replacement was sent.